Manufacturer narrative:
(B)(4). Batch # unk. This device was returned almost fully opened with the pin in the home position. The bottom of the handle was cracked below the rotation knob. The pin could still slide forward, and when attempted to rotate the knob ¿clicks¿ were felt but it could still be opened/closed. Device was disassembled and found a damaged tab and firing knob. This would show indication that the device was attempted to be closed before the pin was fully pressed forward into the distal jaw of the device. Per the note in instruction step #3 of the IFU, ¿the instrument has been designed with a ¿lockout¿ feature which, during the first application prevents turning the adjusting knob unless the retaining pin is pushed completely forward. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sigmoid colectomy & right hemicolectomy procedure, the surgeon attempted to close the device by rotating the closing knob. It required extreme force and he did not feel comfortable and a crunch noise was heard and the top portion of the device was cracked and splitting along the plastic seam. Then it was decided to use a linear cutter with a blue reload. There were no adverse consequences for the patient.